Event description:
Additional information: it was reported that the pump was interrogated for anything unusual, i.e. Motor stall, and was functioning normally. The patient was possibly going to undergo an MRI, but that never happened due to other reasons pertaining to the patient.

Event description:
It was reported that a patient had been admitted to the hospital on (B)(6) 2011 due to bowel problems and then had a seizure. The patient was intubated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).